Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right atrial (ra) lead failed to sense and pace. It was noted that the ra lead had difficulty in finding the capture threshold. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead were normal with no anomalies found. 21 oct 2022 jk: please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 23, 2022.